Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 191637. Visual analysis of the returned device identified: underweight, opening, wear abrasion and crease fold. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening in the anterior side assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported ruptured envelope and gel disintegration. Side unknown. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured envelope and gel disintegration. Side unknown. Device explanted.